Manufacturer narrative:
Carefusion sent a letter to the user facility seeking add'l info concerning the reported event and the condition of the pt. As of the date of this report there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the hill-rom (third party service company) and carefusion service department. The hill-rom biomed technician evaluated the rental device and determined that the root cause of the reported event was a faulty air o2 blender assembly. Hill-rom was shipped a replacement air o2 blender assembly to repair the device and return it to the loaner pool. The defective air o2 blender assembly was received and evaluated by the carefusion service department. The service department technician identified a loose control knob as the root cause of the reported failure, however, was not able to determine what caused the control knob to become loose. No component trend has been identified, at present this event is considered to be an isolated incident. Additionally, this file will be trended as part of our monthly trending.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called and he said that they had a problem with the blender on this rental unit. He said that it was set to 70% on the pt. They had the inovent inline and the analyzer from the inovent was reading 70%. He said that they had to turn the pt so, they went up to 100% with the blender knob and the analyzer from the inovent was reading 21%. The pt was then bagged and then placed on a conventional ventilator. No comprise to the pt as far as he knows. He said that he then checked the blender off the pt with an external analyzer and with the blender knob at 100% it was reading 21%. I asked him what it was when it was set to 70%. He said he didn't check it because when he went to turn the knob it seemed to "come off" easily and he stopped messing with it at that point. He said that they want this unit picked up and don't need a replacement at this time."